Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient had fallen and broken some ribs. Following the fall, this right ventricular (rv) lead had been exhibiting pacing impedance measurements greater than 2000 ohms with noise and some oversensing due to a fracture. Therefore, a lead revision was performed and the lead was removed from service and successfully replaced. No adverse patient effects were reported.